Event description:
Following orthotopic heart transplantation into a 53 y/o female with pulmonary hypertension, the IV infusion pump containing sodium nitroprusside (used to decrease pulmonary arterial pressure) failed abruptly (alarmed, stopped delivery of drugs, and not responsive to input), right ventricular distension ensued. Prompt switching of nitroprusside to a new pump with increased delivery rate decreased pulmonary resistance and right ventricular dysfunction improved over approx 10 min.